Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information is not available.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient received a depuy right total knee replacement, to address osteoarthritis. The knee was a cemented tibial and femoral construct, with a fixed bearing insert. The patella was also resurfaced and two batches of depuy cement were used throughout. The surgeon reported that the procedure was tolerated well without any major complications. On (B)(6) 2020, the patient's right knee was revised to address pain, aseptic loosening of the tibial baseplate at the cement to implant interface, and medial collateral ligamentous instability. It was reported that the patient had experienced pain since his primary. All infection markers were negative, while a bone scan on (B)(6) 2019 showed tibial uptake, suggesting aseptic loosening of the tibial component. The patient also demonstrated on examination, that he had a significant amount of mid flexion instability, particularly with valgus stress, indicating laxity of the medial collateral ligament. Intraoperatively, surgeon noted that there was chronic appearing synovitis. The femoral component was well fixed, while the tibial tray was not well fixed to the cement mantle. The cement mantle, on the other hand, was itself well fixed to the bone. There was insufficiency of the medial collateral ligament requiring additional constraint. The patella was well-fixed and retained. All other depuy devices were revised and a constrained competitor revision knee system implanted. Intraoperative cultures were negative for evidence of infection. Date of implantation: (B)(6) 2017, date of revision: (B)(6) 2020, (right knee).